Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unknown, however, the investigation is on-going. The device could not be repaired and therefore, was not returned to the user facility. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that the head of the bur broke off and the shaft of the bur was stuck in the attachment. The bur fragment was immediately retrieved. The procedure was completed without causing a delay. There was no patient or user injury reported, and no adverse consequences alleged. No additional treatment was required for the patient, due to the incident.